Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative. It was reported the used settings included the following using a continuous stimulation mode: 450 us, 50 hz, and 3.4-6 volts. The patient started with 3.4 volts and used 6 volts in the end. It was also reported the battery was at 2.590 volts on (B)(6) 2016 and then on (B)(6) 2017 the battery was at 2.755 volts.

Manufacturer narrative:
Device analysis for (B)(4) revealed no significant anomaly. The ins was functionally okay. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that a fast deflated implantable neurostimulator (ins) occurred. Very fast battery depletion occurred, within a half year, without a good reason. An external factor that may have contributed to the event was, the patient was working at (B)(6). The patient was told about a bio impedance check. The patient could tell exactly their hz, which was programmed at their ins. No diagnostics or troubleshooting was performed. There weren¿t options to resolve the issue, empty battery cannot be resolved. The ins was replaced for a rechargeable ins. The issue was resolved at the time of this report. The patient was alive with no injury. The indication for use included cluster headache.